Event description:
On the day of admission, the nurse noted that pt had a fever of 100.5f and some erythema around her portacath site. She was admitted to hosp and blood cultures were drawn from the portacath site. It was judged that the pt had a pocket infection at the site and was referred to interventional radiology for portacath remvoal. Pt was started on IV ceftazidime and discharged with an 8 day course of levofloxacin (500 mg po qd). Pt returned on 7/23/99 for her second cycle of chemotherapy and placement of a new portacath.